Event description:
(B)(4). I was implanted with essure on (B)(6) 2010 in a surgery center. I was under anesthesia for another procedure and was advised I could also have essure placed at the same time. The procedure went well, I went back after 3 months for the test (although insurance did not cover it and I was not told that). In 2012, my symptoms began. Here is a list of all of the side effects I experienced in those 3 years: cramping, sharp/stabbing pelvic pain, hot flashes, excessive bleeding during periods, night sweats, loss of libido, breast tenderness, back pain, all over body aches, constipation, severe bloating, severe heartburn, bowel issues, headaches, tingling sensations, numbness, brain fog, mood swings, high blood pressure, inability to maintain blood sugar levels, chemical and food sensitivities, allergy to nickel, heightened allergies, gluten sensitivity, hives/rashes, acne, skin itching, swelling of legs/feet, hair loss, dental issues, weight gain, vision problems, excessive sweating. Due to the severe bleeding during my periods, pelvic pain, and the developed allergy to nickel, I had a hysterectomy on (B)(6) 2015. After my surgery I was also diagnosed with adenomyosis.